Manufacturer narrative:
A ge service rep performed an on site investigation. The b351 circuit board on the generator was replaced and the tube was worked on. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a can bus error message and had flashing buttons. No pt injury was reported.